Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error when she went to enter her blood glucose level and the numbers kept running on the insulin pump. Customer's blood glucose level was 198 mg/dl. Customer stated that none of the buttons were working on the insulin pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No scrolling number display anomaly noted. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.